Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experience acute coronary syndrome. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. The de novo target lesion being treated was located in the 2nd diagonal. The lesion was 90% stenosed, 2.5mm in diameter and 24mm long. The lesion was treated with predilation and placement of a 2.25x28mm promus element plus stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on ticagrelor and aspirin. In (B)(6) 2012, the patient presented due to acute coronary syndrome and was hospitalized on the same day. The event was considered resolving.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).